Manufacturer narrative:
G2: foreign country - australia. Review of the most recent repair record determined the reported issue could not be duplicated; however, all internal components were replaced (motor, sleeve, swivel, washer, pins, bearings, adj cams, gasket, lever, ball plunger, seal, retaining rings, reciprocating arm, neck piece, and machined head). DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported that during biomedical engineer test/check the unit is faulty not effectively taking graft. There was no patient involvement. Due diligence is complete and there is no additional information. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends